Event description:
The patient claimed the animas insulin pump has power issues and is missing the audio bolus button. The subject pump allegedly will not power on after the moisture got into the subject pump due the broken audio bolus button. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed no activity outside normal use. On examination, the pump was returned for investigation with moisture in the display lens. The pump powers on to the verify screen, but has not audible or vibratory function. Further testing was not possible because the pump would not advance past the verify screen due to moisture damage. Leak testing was performed and revealed a leak in the case seal. The pump cover was removed for investigation and revealed moisture present inside the pump. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).